Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that time mismatch between pyxis and epic, which impacted medication dispensing. The technical support specialist (tss) remoted into station and synchronized system time with the server. Verified successful time update across all units. The system functioned as intended after the technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station did not match the time in epic. This discrepancy affected medication pulls, and users received alerts indicating that medications were not available for removal at the correct time. The issue affected all stations. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.